Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec observed that the device would continuously cycle power (reboot). Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the cough assist valve.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that after powering the device on, it powers off by itself. There were no reports of patient involvement associated with the reported event.